Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the balloon burst was unable to be confirmed. The available information suggests patient factors (calcification) likely contributed to the event as per follow-up information provided, "the stj was heavily calcified". The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report number 2015691-2024-03481 for details of the other event. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve inside a 23 mm sapien 3 valve, the commander delivery system balloon burst during valve deployment. The delivery system was successfully withdrawn fully intact. A new 23 mm commander delivery system was prepped and used to post-dilate the 23 mm sapien 3 ultra resilia valve as it appeared to have been under expanded after the balloon burst. The new commander delivery system was able to reach full profile and fully expanded the 23 mm sapien 3 ultra resilia valve. All paravalvular leak (pvl) jets observed prior to the valve in valve procedure were resolved and the cath derived gradient across the new valve was noted to be 0 mmhg. The femoral access was closed with the perclose (non-edwards) devices. The patient was stable throughout the procedure. There was no patient injury. Additional information was received revealing the sinotubular junction (stj) was heavily calcified. It was noted that the patient was undergoing a valve in valve procedure due to stenosis and pvl. An aortic valve area (ava) was not provided, but a transthoracic echocardiogram (tte) had been performed which demonstrated the gradient was 70 mmhg and there were multiple pvl jets observed via an aortic root injection. The patient was noted with symptoms of shortness of breath (sob) and syncope.